Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. A corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, a definitive cause for the reported entrapment could not be determined. Factors that may contribute to a device entrapment include but are not limited to; tissue or suture caught in the foot. The treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI # is not known as the part and lot number were not provided.

Event description:
It was reported that this was venous closure of the right common femoral vein using a prostyle device using the pre-close technique via an 8f sheath hole prior to a pulmonary vein isolation (pvi) ablation interventional procedure. Reportedly, prostyle device was stuck in a patient. A surgical cut down was performed to remove the device. The sheath was upsized to a 15f, and the pvi procedure was completed. Hemostasis was achieved via manual suturing. No additional information was provided.